Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of bleeding is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: "precautions: ¿ patients who are using substances that can prolong bleeding (such as aspirin, nonsteroidal anti-inflammatory drugs, and warfarin) may, as with any injection, experience increased bruising or bleeding at treatment sites. Health care professional instructions: shelf life and storage: juvéderm voluma® xc injectable gel must be used prior to the expiration date printed on the label."

Event description:
Patient reported they were injected with expired juvéderm voluma® xc and experienced bleeding.